Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. The lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Damaged at implant.

Event description:
It was reported that during implant, the right ventricular lead was not successfully positioned. There was no capture or intermittent capture on the lead and impedance increased. The physician attempted to retract the helix of the lead, but it would not go back in. The lead was removed, but the patient's heart was perforated. An echo was performed and there was fluid in the pericardium. A surgeon was called in and a subxiphoid window was made to drain the blood out of the pericardium. The implant was abandoned. The lead was not implanted. No further patient complications have been reported as a result of this event.